Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the 2.75 x 12 mm xience v was used to stent the mid left anterior descending (lad); however, a dissection occurred within the stented area, so a 2.75 x 23 mm xience v stent was used to cover the dissected area. No additional event or patient information is available.